Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump and failed to complete the air removal step for cartridge. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide and to complete the air removal process. Reportedly, the customer needed to clean the pump vents as well. Customer changed cartridge and infusion set to address the issues. There was no reported adverse impact to the customer¿s blood glucose level.